Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer about the v60 indicating that a check vent: backup alarm failed (diagnostic code: 1104) was confirmed in the event log. It was determined that the central processing unit (cpu) board needs to be replaced. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor was a delay noted. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device, and the reported phenomenon was not duplicated despite operation checking. The event log revealed that check vent: backup alarm failed (diagnosis code 1104) had occurred. The alarm could not be silenced, so that "there is no alarm that could be silenced" would be displayed as designed. The central processing unit board needed to be replaced preventively. However, the customer cancelled the repair. Therefore, the device was returned unrepaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.